Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 3/29/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior colporrhaphy and reduction of enterocele due to symptomatic pop, cystocele, rectocele, enterocele and sui. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, nocturia, urinary frequency, urgency, and urinary tract infection . It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).